Event description:
Related manufacturer reference number: 2017865-2023-02296. It was reported the patient came into the hospital with the implantable cardioverter defibrillator (ICD) exposed at the site of the incision. The physician suspected an infection confirmed not on the leads. The ICD system was explanted. During the surgery, the right ventricular lead broke causing the physician to abandon and not try to further extract the lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.